Manufacturer narrative:
Conclusion: distal embolization is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00148. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the left cervical internal carotid artery (ica) extending to the left m1 of the middle cerebral artery (mca) using the penumbra system 3max and 5max reperfusion catheters. During the procedure, the physician described that, treatment with the separator showed slight improvement. This slight improvement allowed the physician to see embolic material migrate forward distal emboli. This required the physician to maneuver the microcatheter in order to get even further distal to the clot. This was most prominent after the second attempt with the separator. It is unclear if the distal emboli were facilitated with mechanical disruption of the thrombus or from primary clot burden or combination of both; therefore, there is not a definite way to determine if the event was related to the penumbra system therefore, the relationship is "possible." The physician stated that he believes no matter what device was used, this phenomenon could occur. It is not unique to the specific device used in this particular case. With the aspiration it was clear that the risk of further distal emboli from retrieving the clot was so great that further intervention would be futile because of the clot burden from the ica and mca. Once again, it is impossible to determine if the further distal emboli is primarily cause of mechanical clot disruption or the primary clot burden or combination of both. The event was confirmed in radiographic findings (under angiography) at the time of the procedure. The was considered "severe" and unresolved at the time of patient death. However, the event was not considered to be the cause of death.